Event description:
It was reported that prior to surgery, it was observed that the rubber on the hose was ripped and looked blown up on the motor device. The reporter indicated that the end cap may have been stepped on. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Due to the torn cord/hose the pre-test could not be performed. The assignable root cause was determined to be due to excessive force, which is user error, misuse and /or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.